Manufacturer narrative:
Section h6: health effect - clinical code and health effect - impact code corrected manufacturer's investigation conclusion: a direct correlation between the device and the reported msof, arrhythmia and patient outcome could not be conclusively determined through this evaluation. The customer reported that the pump would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU lists multiple types of organ failure and dysfunction (renal dysfunction, respiratory failure, and right heart failure), arrhythmia, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient the patient was implanted with their heartmate 3 left ventricular assist device (lvad) on (B)(6) 2024 and had a right ventricular assist device (rvad) placed on (B)(6) 2024 and then had a tracheostomy performed on (B)(6) 2024. The patient had recurring episodes on unstable ventricular tachycardia (vt) and required resuscitation and antiarrhythmic drops. They then required continuous renal replacement therapy (crrt) for worsening kidney function. Their pressor needs increased due to sustained arrythmias without weaning off their assist devices. The patient was taken back to the operating room on (B)(6) 2024 for pericardial effusion evacuation with no change in hemodynamics. The family decided to move the patient to comfort care with do not resuscitate (dnr) status. The patient passed away on (B)(6) 2024 at 11:53 am. The death was not considered device related and the device operated as intended.